Event description:
This pt was admitted for coronary eval. The indication for the procedure is not known. The pt's age and gender are unk. Angiography revealed a de novo, slightly calcified, moderately tortuous, 99% stenosis in the distal circumflex artery (lcx). The lesion was pre-dilated with a 2.5x15mm apex balloon. Then a 2.5 x 18mm cypher stent was advanced to the target site, however, it did not cross the lesion. The lesion was treated with balloon angioplasty only and the procedure was finished. There was no pt injury reported. Upon receipt of the product for analysis, it was noted that the proximal struts of the stent were flared. This could not be ruled out as occurring during the procedure.

Manufacturer narrative:
The cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.